Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. Syringe plunger not in place found in pump event history log. Power up and syringe test were able to duplicate the reported problem. The root cause of the reported issue was broken off from the plunger board. The cause of the issue is known and is design related. Actions were taken to mitigate the reported issue: replaced plunger board.

Event description:
It was reported that the device was presenting with syringe plunger not in place alarm. No patient injury was reported.